Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that they experienced difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). After many attempts they were successful. However, the software update took longer than usual. The update was not able to be completed due to sudden connection dropped and a message displayed indicating the device was unable to be interrogated. Review of the remote home monitoring system found a successful interrogation a couple weeks later. The s-ICD remains in service and no adverse effects were reported.